Manufacturer narrative:
(B)(4). Date sent: 6/24/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Implant date: exact date unknown. Only year is known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information received: the event description should have stated odynophagia, the patient is experiencing pain when swallowing. Additional information was requested, and the following was obtained: was the device explanted on (B)(6) 2021? Yes. What is the product code? I was not given this information. What is the lot number? I was not given this information. What is the implant date? Dr. Says that patient has had linx for about a year. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Information not provided. What is the exact date of the implant take place? Information not provided. When using the linx sizing device what technique was used to determine the size? Pop off plus 3. Did the patient have an autoimmune disease? Information not provided. Is the patient currently taking steroids / immunization drugs? Information not provided. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Information not provided. How severe was the dysphagia/odynophagia before intervention? Severe. Were there any intra-operative complications during implant? Information not provided. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient had severe odynophagia. Besides the reported dysphagia, what was the reason for removal of the linx device? Information not provided. Was the device found in the correct position/geometry at the time of removal? Information not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that one year post implant to a linx device the patient is suffering from autophagia. The device will be explanted on (B)(6) 2021.